Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was 600 mg/dl on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer resolved the occlusions by changing the infusion set and cartridge and resuming insulin. No third-party assistance was required.